Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a male patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Therapy with dianeal pd4 ambuflex was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, it was discovered that the patient's pd catheter had a leak. On (B)(6) 2012, the patient was diagnosed with peritonitis. Per the nurse the cause of the peritonitis was the leak in the patient's catheter. Treatment involved cefazolin administered ip for peritonitis. On an unspecified date, approximately three weeks after the initial onset of peritonitis, the patient experienced a relapse of peritonitis. The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. On an unknown date, sometime during hospitalization, a peritoneal culture was performed, which showed staph aureus. On (B)(6) 2012, the patient began treatment with vancomycin administered ip for peritonitis. The patient took his last dose of vancomycin on (B)(6) 2012. The nurse did not have any information pertaining to the brand name, lot number or manufacturer of the catheter. At the time of this report, the peritonitis was resolving. Per the nurse, the peritonitis was unrelated to the dianeal solution. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).